Event description:
Complaintant alleged that during biomed testing and routine preventative maintenance of the device, a "pacer fault 117" message was observed. The complainant indicated that there was no patient involement in the reported malfunction.